Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a pump. It was reported that within 1 hour after the delivery was started, the nurse noted the pt's bed was wet. At this time, the nurse noted an unspecified volume of solution leaked from the tubing proximal to the arm of the clave y-site of the tubing of the tubing set. The customer contact reported that a 1/2 inch segment of the tubing appeared thinner than the other segments of the tubing of the tubing set. It was also reported that the tubing appeared stretched out like a balloon that had been inflated and deflated. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.